Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patients wife, he was running errands with her. She explained that he has started to exacerbate because the portable was not delivering any oxygen. Exacerbate is the word she uses. She said that she took him to the hospital since they were running errands. She did not say that she called 911or call anybody. He has congested heart failure and emphysema. She took him to the hospital where he stayed for 1 week.